Manufacturer narrative:
The investigation for the reported infection/sepsis has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the infection/sepsis issue was patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During support, the patient developed an infection at the impella access site. Treatment details were not provided. Device was explanted and moved to left ventricular assist device (lvad). Patient survived the procedure.